Event description:
Per the clinic, the patient experienced an infection at the occipital and temporal lobes. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 26, 2024.